Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a shaft break occurred the 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unknown vessel. The 12 mm x 2.50 mm emerge catheter balloon was prepped in and upon insertion, the physician kinked the hypo tube. The physician continued to insert the device and the shaft broke outside the patient. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: there was blood and contrast in the guide wire lumen. The hypotube was detached/separated 55 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The balloon was tightly folded which is consistent of having no positive pressure applied. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported shaft kink or the confirmed hypotube detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).